Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the catheter caused or contributed to the leak from the exit site was unconfirmed, since no leaks were observed in any part of the returned sample. One 19cm hemostar catheter was returned for investigation. Evidence of use was observed on the sample. Residue was observed within the fibers of the surecuff. The d/l tubing was slightly yellowed between the cuff and the 2cm depth mark proximal to the cuff. A functional test revealed that the lumens were patent to infusion; however, since no leaks were observed in the catheter, the complaint was unconfirmed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Facility reported to the sales rep that they had two incidents with the 19cm hemostar dialysis catheter. No other information was provided, but has been requested. It was reported that there was bleeding from the exit site. It started bleeding only on dialysis. The rate was 290ml decreased speed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported to the sales rep that the facility had a 19cm hemostar dialysis catheter that was bleeding from the exit site. It began bleeding only on dialysis. The rate was decreased to 290ml.